Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer received information on how to reset the pump, but was unable to complete the reset at that time and plans to call back if further assistance is needed.